Event description:
The customer contact reported that there was a burning smell noted from the device. The device was returned to the biomedical department from a nurse with a report of, the device smelling burnt. No specific pt info, pump programming, or event details were available. It was reported by the biomedical technician that the pump was alarming with the display turned off, but would not turn off without removing the battery. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.